Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a break on the serial digital interface cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image is not displayed on the high definition lcd monitor. It was further reported that no signal/unsupported signal is repeatedly displayed on the monitor and nothing is displayed on the screen. (With input signal sdi1) there was no adverse impact to the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. However, it was found there was lcd panel failure (burn out). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.